Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-34 (lot: 0012180458), product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0012170802), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic (true) balloon due to calcification. The valve was inspected and loaded on the delivery catheter system (dcs). At 80% deployment, an aortic root angiogram was performed. Subsequently, the right coronary artery was not visualized. The valve was recaptured. Upon recapture, an infold was observed. The valve was withdrawn from the patient. A new valve was inspected, loaded and successfully deployed. It was noted that the patient's pre-existing calcification contributed to the infold, and the target implant depth was at 2 mm when the infold occurred. It was further reported that a procedural delay did not occur. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon due to calcification. The valve was inspected and loaded on the delivery catheter system (dcs). At 80% deployment, an aortic root angiogram was performed. Subsequently, the right coronary artery (rca) was not visualized. The valve was recaptured. Upon recapture, an infold was observed. The valve was withdrawn from the patient. A new valve was inspected, loaded and successfully deployed. It was noted that the patient's pre-existing calcification contributed to the infold, and the target implant depth was at 2 mm when the infold occurred. It was further reported that a procedural delay did not occur. No adverse patient effects were reported. Additional information was received that an occlusion of the rca was not observed. Per the physician, the valve did not occlude the rca and it was unknown why it could not be visualized. It was also noted that the rca was clearly visualized after the successful implant of the replacement valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.